Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient started to feel the ¿shock¿ down in their knees and thighs. The patient stated that they had never had stimulation below their waist before (not supposed be under their waist). The patient stated that they were approaching 5 years for this implant, so they weren't sure if this was happening because the battery was dying or because their job was very laborious and maybe a lead moved. Patient services reached out to manufacturer representative (rep) on the patient¿s behalf as the patient stated that their doctor told them to contact a rep. Patient services wrote to the rep that the patient thinks that either their battery was getting low or something might have moved out of place. It was also reported that the patient¿s current healthcare provider (hcp) was no longer doing surgery and a list of physicians was sent out to the patient. The patient indicated that they had already tried making adjustments with their settings, but they were still having issues. It was reported that the event occurred about two to three weeks ago in (B)(6)2019. No further complications were reported/anticipated.